Manufacturer narrative:
Device was not implanted.

Event description:
There was a dural tear caused by use of barricaid loaded applicator. After created the defect measurement, alignment trial was brought in situ and with a few adjustment, it was positioned properly. The loaded applicator was inserted after that. The physician used suction to retract the neural structures (defect positioned laterally) and inserted the applicator too caudally (missed the defect). During adjustment attempt, dural tear was discovered. Tear has been repaired with sutures and glue and the wound has been closed without further implementation attempts. Patient was discharged from the hospital on the same day.